Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-18800-25 driver shaft broke during the insertion of the 2.7mm screw. The bone socket was prepared with a 2.0mm drill, the screw was inserted with power, and the driver tip broke when it hit the plate. All the broken fragments were retrieved and confirmed via x-ray that nothing was left behind in the patient. Another ar-18800-25 driver shaft was used to continue the implantation of the screw. This was discovered during a tibia orif procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.

Event description:
Additional information received on 7/11/2023: the ar-18800-25 driver shaft was attached to a 4400-battery power from another manufacturer. The case was not delayed, and the patient was not affected.

Manufacturer narrative:
Additional information: b5, h3, h6.